Manufacturer narrative:
Results: there was no visible damage to the ace 64. Conclusions: the complaint has been evaluated. The complaint indicated that during preparation for the procedure, the ace 64 was accidentally dropped on the floor. Evaluation of the returned device revealed no visible damage to the functional ace 64. If the device is dropped on the floor, it is no longer sterile and should not be used in a procedure. These devices are 100% visually inspected during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure using a penumbra system ace 64 reperfusion catheter (ace 64). During preparation for the procedure the ace 64 was accidentally dropped on the floor and was not used. The procedure continued using a new ace 64.